Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The field service engineer tested the device and found it meets the requirements. There is no indication the device malfunctioned before or after the assumed relevant time range. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported slight overcorrections on patient's post refractive surgery. Additional information has been requested.

Manufacturer narrative:
During an onsite visit, the fse (field service engineer) checked the device and found it to meet specifications. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).